Event description:
The customer observed negatively biased quality control results processed using vitros bu slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed for bu during the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The customer experienced negatively biased bu qc results following calibration of a new bu reagent lot on a vitros 5,1 fs chemistry system. The root cause of the negatively biased bu qc results is unknown; however, the calibrator kit lot 489 in use at the time of calibration cannot be ruled out. There is no evidence to suggest that the vitros 5,1 or bu slides malfunctioned. Following calibration with an alternate calibrator lot, bu qc was acceptable and has remained acceptable.